Manufacturer narrative:
(B)(4) is a contract manufacture and does not own the design of the device and does not sell the device to end users. The seeker product is provided from (B)(4) to bard in bulk non-sterile packaging for further processing by bard. When a failure occurs, bard request a manufacturing review from (B)(4). (B)(4) reviews the device history records for the lot numbers provided and summarizes the assessment for bard. In addition to the manufacturing review, (B)(4) requests notification from bard if the event is reportable. In this instance, the event was reportable per bard and a MDR is submitted by (B)(4).

Event description:
It was reported that during a treatment of a highly calcified lesion in the sfa, the distal tip of the support catheter allegedly detached. It was further reported that after multiple attempts, the health care provider (hcp) retrieved the detached segment with a snare. There was no reported patient injury."